Manufacturer narrative:
Concomitant medical products: cd3357-40c ICD; 1158t lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.